Event description:
It was reported that the patient had the device explanted approximately 6 months post-surgery due to bruising. The patient had another device implanted when the bruising healed.

Manufacturer narrative:
Product ID 3777-60, lot # v503646033, product type lead; product ID 3777-60, lot # v503646034, product type lead; product ID 37743, serial # (B)(4), product type programmer.